Manufacturer narrative:
Additional information was received that the physician believed that symptoms were not device related.

Event description:
A report was received that the patient was experiencing pain in the back of her head, vertigo and ringing in her ears. It was believed that these symptoms were device related. The patient was also reporting that the device was sometimes causing discomfort since being implanted. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2158-70 serial #: (B)(4) description: linear lead with enhanced stylet, 70cm model#: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing pain in the back of her head, vertigo and ringing in her ears. It was believed that these symptoms were device related. The patient was also reporting that the device was sometimes causing discomfort since being implanted. The patient will undergo an explant procedure.